Event description:
It was reported that the right ventricular (rv) lead exhibited noise and the rv coil had high/undefined impedance. It was noted by the patient that their device had shocked them. The lead was turned off and then later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.